Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message on the 7th day of wearing the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as confusion, jitteriness, sweating, incoherent speech, out of body experience, and a loss of consciousness and was unable to self-treat. Paramedics were called and obtained a blood glucose reading of 0.9 mmol/l on their meter and provided intravenous glucose treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.